Manufacturer narrative:
The insulin pump passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.